Event description:
Incident reported as: blade will not sit onto handle properly. No patient and/or user injury. No intervention reported.

Manufacturer narrative:
Investigation revealed that a tolerance stack-up condition could produce interference fit between blade and handle. A corrective action was implemented and revisions to the drawings and manufactured parts was completed.